Event description:
Reporter indicated the vns therapy system wand is causing communication problems. The problems did not resolve with troubleshooting. The MFR has not received the wand for product analysis. Good faith attempts for product return are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.